Event description:
New information notes that during the generator change. Externalized conductor wire, near the distal end of the svc coil was observed via x-ray. Hence, the lead was capped. Patient condition before, during and after the procedure was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the lead was capped and replaced due to an insulation anomaly. No further information was provided.